Event description:
The reporter stated, the surgeon inserted an aq2010v silicone three piece lens and the surgeon noted, under the microscope, that there was a defect in the center optic of the lens. The surgeon reported, the lens "did not look right". The lens was cut into pieces to remove with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B)(4). Other - lens did not look right. Evaluation: method: other - lens work order search. Results: other - a lens work order search was performed and no similar complaints were found within the search. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).